Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap appy. Reported as bag mis-fired. Additional information was received via email on 22jun2018 from applied medical implementation specialist. It was a lap appy last weekend with dr. The bag slid off the prongs when deployed. It occurred in the patient during surgery but there was no patient injury. Type of intervention: unknown. Patient status: "no patient injury".

Manufacturer narrative:
The event product was returned to applied medical for evaluation with the tissue bag and cord loop detached from the introducer shaft and rod. Upon inspection, engineering noted that the deployment mechanism was deformed at the pawl tip. The tissue bag was intact and did not appear to be broken. Based on the condition of the returned unit, it is likely that the reported event was caused when the deployment mechanism was retracted prior to full deployment. This was confirmed by the damage observed on the deployment mechanism. If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.